Event description:
The user received questionable glucose results for six patient samples from the analytical d module serial number (B)(4). Of the data provided, the results for four patient samples were discrepant and reported outside the laboratory. All repeat testing was performed on a different d module analyzer. All results are in mg/dl. Patient sample 1 initial result was 167 and the repeat result was 96. Patient sample 2 initial result was 169 and the repeat result was 88. Patient sample 3 initial result was 196 and the repeat result was 110. Patient sample 4 initial result was 197 and the repeat result was 96. The patients were not adversely affected. The glucose r2 reagent lot number was 63937801. Upon evaluation of the analyzer, the field service representative determined there was a pin hole in the r2 reagent line. He replaced a change valve, replaced the r1 and r2 reagent lines and the multiport valve. To verify the analyzer operation, he ran calibration and quality control with all results within the user's ranges. He also ran precision testing with results within the specified ranges.